Event description:
The pt reported that the pump re-booted without user intervention. She stated that the issue began after she jumped into a swimming pool. The pt reviewed the pump and confirmed that the battery cap was secure, there was no visible yellow o-ring when the cap was secured, there was no damage to the battery cap or threading, and the o-ring and spring were intact. She denied cracks around the battery compartment or damage to the battery compartment threading. The pt denied any corrosion in the battery compartment, but confirmed there was water in this compartment immediately after submersion. She did not observe moisture behind the screen or in the cartridge compartment. The pt noted that there was no known trauma to the pump. There are no reports of blood glucose excursions due to this issue.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.